Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, inspection revealed that the coils were fractured at approximately 52 cm from the terminal pin. The suture footprint showed the suture sleeve was tied-down approximately 49.7-51.8 cm from terminal pin. In addition, there was a bend in the polyurethane tubing where the anode and cathode coils were fractured; this was approximately 52 cm from terminal pin. This type of damage is consistent with repeated stress over time. In this case, we believe the stress was the result of lead contact with the suture sleeve. The reported loss of capture and high impedance measurements are likely the result of the lead damage observed by the laboratory.

Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited high out of range pace impedances of greater than 2000 ohms. In addition, loss of capture was observed, but there was no asystole. A revision procedure then occurred and the lv lead was successfully explanted and replaced. No additional adverse patient effects were reported.